Manufacturer narrative:
(B)(4). The customer's meter ((B)(4)) and strips ((B)(4)) were returned and product testing did not confirm the readings complaint. All results were within range specifications and no errors were observed during control solution testing. Only the readings 34 mg/dl and 46 mg/dl were taken within ten minutes per the meter's memory log.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 34 mg/dl, 46 mg/dl and 141 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.